Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that an unspecified number of wingset sezset 23x.75 12 w/o luer experienced loose tubing clamps during use. The following inforamtion was provided by the initial reporter: disconnection of equipment x needle clamp after puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of wingset sezset 23x.75 12 w/o luer experienced loose tubing clamps during use. The following inforamtion was provided by the initial reporter: disconnection of equipment x needle clamp after puncture.